Manufacturer narrative:
Primary operative notes were provided and review found no significant observations. The implanted components were reviewed for compatibility with no issues noted. Visit notes describe the pt as having knee pain present after she was kneeling on the floor, experienced difficulty standing back up, and felt a pop within her knee. X-rays were provided, dated (B)(6) 2013; no significant findings related to this event could be observed. Fracture of the post may be related to excessive forces placed upon the knee while kneeling on the floor. The package insert states that fractures of the implant may occur with excessive physical activity. However, a root cause cannot be determined with the info provided. Eval codes: as received, the post is completely fractured away from the articular surface body. The post was not able to be measured due to excessive damage, possibly caused while loose within the joint space. Two smaller slivers of polyethylene were also received which appear to be from the post area. The device history records for the articular surface were reviewed and found to be conforming.

Event description:
It is reported that the pt was revised due to fracture of the articular surface post.